Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the guide tooth of the lead was extrinsically damaged.

Event description:
It was reported that during the implant procedure, the lead fixation could not be performed because the screw was extracted and the physician could not retract. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).